Event description:
It was reported that when using the bd pyxis¿ medbank tower had an alert on issue and shown message that you have scanned the wrong bin barcode please check the right bin location and re-scan. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was trying to issue medication for a patient, the screen prompted them to scan the bin barcode. The technical support specialist (tss) guided the customer to enter the correct bin barcode, and user were able to proceed. The issue was resolved. The system functioned as intended after the technical support specialist instructed the customer about the issue in the device.